Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/03/2015-product analysis:the device was returned and evaluated by product analysis on 01/21/2014 with the following findings:the complaint was unable to be investigated due to an unrelated issue. The pump was unresponsive. The pump¿s idle power draw was out of specification. Evaluation revealed of an electrical component failure; replacement of the component returned the power draw to specification. No moisture was observed on the pump¿s components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.